Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 300+ mg/dl. The customer had reported a crack at the side of the battery compartment. High blood glucose was treated by manual injections. The auto mode feature was not active at the time of the event and the customer was using the pump within 48 hours prior to the event. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Successfully utilized crest and thus to download history files, traces and comlink3 files. No fatal or three consecutive critical errors were found in the history files on or near the event date. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to moisture damage confirmed at pcba 1, pcba 2, force sensor and motor. Cosmetic damage was confirmed at the battery compartment during analysis. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.